Event description:
It was reported that log files were submitted for review. The log file appeared to capture the driveline being disconnected on (B)(6) 2024 at 1012. The system controller was exchanged on (B)(6) 2024 as the display screen was blank and not working when the home button was pressed and the continuous flow green light was intermittently working. The system controller passed the self-test. It was deemed to have been unsafe to continue therapy with that system controller. The patient did not experience any issues with the system controller exchange.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an intermittently working leds and buttons on the controller¿s screen was confirmed. Visual inspection of the returned system controller, serial number (B)(6) revealed the controller was in used condition. There were areas on the top housing where a mechanical damage was observed. The evaluation of the user interface panel revealed some scratches and dents. The system controller was connected to test equipment and when a self test was performed, two of the battery gauge segments leds and one of the pump running leds were off. The mode selector button was not functional. The issue with the user interface panel was isolated to damaged solder joints on the panel ribbon cable connector pins. The affected solder joints were resoldered and all leds and buttons functioned as intended. Although the damage appeared mechanical, the specific root cause for the damaged solder joints was not able to be determined. The observed damage did not affect the controller¿ s ability to operate a test pump during analysis. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.